Event description:
Reference (B)(4) for related complaints) (documenting cassette) it was reported that no disposable alarm with cadd legacy pump serial number (B)(4) was experienced. Cassette reservoir volume 48 milliliters at the time of the alarm. Cadd cassette 100 milliliters with flow stop, no lot number or expiration date available. No further details provided. No injury.